Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced an intermittent out of range icon. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver functional test was performed and failed due to radio frequency. The receiver was paired with a functional transmitter and passed. A receiver download was performed and displayed an out of range error. The customer complaint of intermittent out of range icon was confirmed. The reported customer complaint was confirmed. The root cause could not be determined post investigation.